Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an a33 alarm during the manual prime on the insulin pump. Customer stated that the pump had not been bumped or dropped before the alarm. Customer was explained that the pump did not detect the reservoir and the support is not loose. Customer was advised that the pump will need to be replaced and to revert to a back-up plan until the replacement arrives.